Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is speculated that image damage occurred due to the breakage of the cable, so that video communication could not be communicated to the processor. Cable breakage may be due to user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon due to the failure of the camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing it was found that the endoscopic image of the subject device had failure. During the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed with only color lines and the error e311 which indicated that the white balance was not set was occurred. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.